Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera cart of the navigation system powered down without prompt from the user. Additionally, the software of the system was noted to have exited to the login screen. It was reported that the navigation system was called into an operating room (or) where the navigation system was found on the login screen. Restarting the navigation system was noted to restore functionality. It was later reported that the navigation system had shut down within a few minutes of loading exams, transporting the navigation system into the or and plugging it into a known operational outlet. When shut down, the navigation system software was in the images page for a cranial electromagnetic (em) navigation procedure. It was later reported that the monitors were found to have turned off with no power led's illuminated. About three hours later, the reported issue occurred where the main cart was on the login screen.